Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 159 mg/dl. The customer was unable to provide the data from the insulin pump for the event. The sensor glucose readings were found not to be trending at all. Upon reviewing the daily summary and data table reports, it was found that the reports indicated calibration errors occurred around the sensor versus blood glucose reading event. Advised that the differences may indicate momentary pressure on the site that was eventually relieved. The reports also indicated delayed or incorrect blood glucose entries. The issue was determined not to be an isolated sensor versus blood glucose reading event. The current trending and current sensor performance were not good. Advised that the sensor may not have been responding to changes in glucose. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.